Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit. The technical service representative (tsr) had the home patient (hp) cycle the power and explained to the hp they would have to start over with new supplies. Cause of the alarm was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product surveillance followed up with the home patient (hp) regarding the system alarm 2240. Hp recalled starting over with new supplies and reported there was no injury or harm as a result of this incident. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).